Manufacturer narrative:
Device history record (DHR) - DHR was reviewed and no anomalies that could be associated with the complaint were observed. The bipolar insert cev634-1a was returned for evaluation: failure analysis: the device did not pass the electrical test. No visual damages on the coating between the jaws and the tube were observed. However, there were black impacts on the wires under the tube. This is an old version of electrode manufactured before the change of coating. Root cause: the evaluation verified the complaint as valid. The device is on short circuit, there is a defect of coating under the tube probably due to impurities.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the internal insulation of the bipolar insert cev634-1a was damaged (energy leak). No patient contact/injury reported and the event did not led to surgical delay.